Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of over 500 mg/dl. The father of the customer reported that the customer has been having unexplained high blood glucose levels. The father of the customer declined to troubleshoot and would like to have the insulin pump replaced. No additional information was provided.